Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Get stuck in the throat [medication stuck in throat]. It flows with the saliva slowly to the throat; it will slowly be swallowed [accidental device ingestion]. Adhesive cream will still be on the gums; as the adhesive cream will slowly dissolve, it may not be removed or remain [product residue present]. It flows with the saliva slowly to the throat, it will feel sore [sore throat]. It flows with the saliva slowly to the throat, it will feel uncomfortable/or have a rough feeling [throat discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a male patient who received double salt dental adhesive cream (polident denture adhesive, flavor free) cream (batch number: unk, expiry date: unknown) for denture wearer. On an unknown date, the patient started polident denture adhesive, flavor free. On an unknown date, an unknown time after starting polident denture adhesive, flavor free, the patient experienced medication stuck in throat (serious criteria haleon medically significant), accidental device ingestion (serious criteria haleon medically significant), product residue present, sore throat and throat discomfort. The action taken with polident denture adhesive, flavor free was unknown. On an unknown date, the outcome of the medication stuck in throat, accidental device ingestion, product residue present, sore throat and throat discomfort were unknown. The reporter considered the medication stuck in throat, accidental device ingestion, product residue present, sore throat and throat discomfort to be related to polident denture adhesive, flavor free. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call centre representative (voicemail) on (B)(6) 2023. The consumer reported, "my question is that after using the denture adhesive cream, after removing the dentures, the adhesive cream will still be on the gums. Over time, as it flows with the saliva slowly to the throat, it will feel sore and uncomfortable. How to handle this." Follow up information received from consumer on (B)(6) 2023 via call center representative (phone). On (B)(6) 2023, called the consumer at 10:21 am, the consumer stated: "using the flavor-free adhesive cream, the adhesive cream leaves residue on the gums. Do your flavor-free adhesive cream and mint adhesive cream have the same effect. As the adhesive cream will slowly dissolve, it may not be removed or remain, but it will slowly be swallowed and will get stuck in the throat, or have a rough feeling. There is always the feeling of the adhesive cream dissolving, and always the feeling of swallowing it. Is there any problem in using it. Is this normal. There is no batch number and expiry date. Actually, this is because my father recently made dentures, so I bought adhesive cream for my father to use. The experience my father feed back to me was quite bad. Why can it only be used once a day. Will it be too infrequent. I think 2-3 times is the normal amount, right. How soon can I eat after using the adhesive cream" polident denture adhesive cream flavor free 70g lot: the customer was unable to provide exp: the customer was unable to provide. Initial and follow up were processed together. Follow up information was received from consumer via telephone contact report on 17may2023. It was reported that" the consumer said that his father had switched to another brand of adhesive, the specific date unknown, there were no other adverse reactions after discontinuation, no treatment measures were taken, and he did not see a doctor. The father is 72 years old. The patient age was updated.